Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two complaints from one procedure: while in situ bending rod, rod broke between benders. Rod would not seat properly within screw tulip, rod was removed and upon inspection, screw collet was improperly located within the tulip. Patient consequence? Yes. Patient consequence description:additional hour of surgery to remove and replace rod twice. Action taken for procedure:1) broken rod removed and new rod contoured and inserted rod and all set screws removed, faulty screw removed and replaced, rod and all set screws re-inserted. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Device was not returned for evaluation. However, photos were provided which revealed that the inner cap (saddle) had been dislodged 45 degrees from its intended location. The edges of the saddle were bent, consistent with rod being forced into the tulip's head with the dislodged saddle. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause cannot be positively determined. However, a potential root cause may likely be that the inner cap was subjected to a higher than anticipated load resulting in the inner cap becoming dislodged from its intended location. The edges of the saddle were bent, consistent with rod being forced into the tulip's head with the dislodged saddle. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.